Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that a patient¿s device was explanted and replaced. It was noted that the patient wanted a new battery but ¿there was nothing witnessed as wrong with the battery¿ and it was ¿possible that the patient did not like to recharge.¿ it was noted that there was not normal battery depletion. It was reported that the patient was not able to turn the device on and she requested a new device that did not require recharging. It was noted that the device was tested and it worked fine. It was reported that the surgeon and the patient ¿both recognized that the system was working well, but the battery was replaced anyway.¿ it was noted that the hospital wanted to know if the battery was defective. It was reported that the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. Analysis of the programmer, serial #(B)(4), and recharger, serial #(B)(4), was not performed. The devices met risk based criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.